Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and no bends nor kinks were observed to the soft cannula. A leak test was performed on the device, and no leaks were observed. No damages were observed to the device that would result in leaking during wear.

Manufacturer narrative:
Remove from d4 - model no = 18320. Remove from d4 - catalog no = ble-i1-529. Add to d4 - model no = 19191. Add to d4 - catalog no = zxp425.